Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a background self-test timeout. Functional testing was able to duplicate the reported problem. It was determined that the main printed circuit board (pcb) was the root cause. The main pcb was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a system failure: background self-test failure. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1: facility name "(B)(6)." B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.